Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the force sensor assembly. A review of the device history record for sn (B)(4) was performed from the date of manufacture 06/23/2017 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a broken/damaged plunger detect. There was no patient involvement.